Event description:
Boston scientific crm received information that during a normal device change out, noise was observed on the right ventricular rate/sense channel of this cardiac resynchronization therapy defibrillator (crt-d) when the device was placed in the pocket. The device was taken out of the pocket. The setscrew was retracted and then tightened down which resolved the noise. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this device remains in service without additional complication. Should additional information become available this event will be updated.